Event description:
Subsequent to the initial MDR, additional information became available. It was reported that a skin reaction occurred. The wearable was inserted into the abdomen, which is an off-label insertion site, on (B)(6) 2026. On 04/10/2026, it was reported that the patient experienced a skin reaction with burning sensation, redness, inflammation/swelling, pustules and drainage at the needle puncture site, which occurred 12 days after the sensor had been inserted in the abdomen. The patient reported that the skin reaction began on 04/10, she stated that the puncture site became sore and felt as though it was being pulled with movement. After sensor removal, the site was noted to be red, warm to the touch, swollen, and oozing pus. The patient applied over-the-counter triple antibiotic ointment and neosporin cream from that time through 04/24, with no improvement and reported worsening of the condition. On (B)(6) 2026, the patient was evaluated by a physician, who applied pressure to the site and noted a palpable hard mass beneath the skin. An ultrasound was ordered to assess a suspected abdominal wall soft tissue abscess and waiting for the result. Dexcom technical support attempted to follow up with the patient multiple times to obtain further details and clarification regarding the incident, but they were unable to make contact. The patient was prescribed an oral doxycycline 500 mg once daily for 10 days. No other details were provided. At the time of report, the patient¿s condition is fine. At the time of report, the patient¿s condition is fine. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
B5 describe event or problem - additional.h2 additional information.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the abdomen, which is an off-label insertion site, on (B)(6)2026. On (B)(6)2026, it was reported that the patient experienced a skin reaction with burning sensation, redness, inflammation/swelling, pustules and drainage at the needle puncture site, which occurred 12 days after the sensor had been inserted in the abdomen. The patient reported that the skin reaction began on (B)(6), she stated that the puncture site became sore and felt as though it was being pulled with movement. After sensor removal, the site was noted to be red, warm to the touch, swollen, and oozing pus. The patient applied over-the-counter triple antibiotic ointment and neosporin cream from that time through (B)(6), with no improvement and reported worsening of the condition. On (B)(6)2026, the patient was evaluated by a physician, who applied pressure to the site and noted a palpable hard mass beneath the skin. An ultrasound was ordered to assess a suspected abdominal wall soft tissue abscess and waiting for the result. The patient was prescribed an oral doxycycline 500 mg once daily for 10 days. No other details were provided. At the time of report, the patient¿s condition is fine. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional event or patient information is available.